Event description:
The customer reported the autopulse platform sn (B)(6) has a autopulse li-ion battery sn (B)(6) stuck inside. The crew does not store the unit with the battery inserted because it is not used very often and keeping the battery in the unit drains the battery, so they insert the battery just prior to use. The crew went to use the unit, placed the battery in the battery compartment in the platform and experienced resistance while inserting the battery. In "the heat of the moment" they forced the battery into the slot and the unit worked normally on the patient. Once the incident was completed, they were not able to eject the battery from the battery compartment. No impact or consequence to the patient. Please see the following related MFR report: MFR #3010617000-2024-00150 for the autopulse li-ion battery.

Manufacturer narrative:
The reported complaint that the autopulse platform sn b)(6) has a autopulse li-ion battery sn (B)(6) stuck inside was confirmed during visual inspection. The battery was removed from the returned platform. The root cause for the reported complaint was due to the damage on the guide pins of the autopulse li-ion battery, likely caused by mishandling. Per the customer, the battery was forced into the slot after experiencing resistance while inserting the battery. The damaged/dented guide pin on the battery prevents the battery from being pulled out of the platform battery compartment. Per the autopulse power system guide: do not force a connection if you cannot easily connect battery to either the battery charger or the autopulse platform. If the battery is damaged, do not attempt to place the battery into the autopulse platform. This can cause damage to the internal connector of the autopulse platform. During further visual inspection, a cracked front enclosure was observed, unrelated to the reported complaint. The observed physical damage appeared to be characteristic of mishandling. The front enclosure was replaced to address the issue. No significant discrepancy was found in the archive review. The autopulse platform passed the initial functional testing without fault or error. Following service, the autopulse platform passed a run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(6).